Manufacturer narrative:
(B)(4). The device was manufactured in 2006. The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified event while performing therapy on their homechoice device. An emt medical technician contacted the technical service representative for assistance in disconnecting the homechoice device. It was reported that the patient needed to be disconnected from the device to enable emergency services to transport them to the emergency room. It was unknown if the patient was hospitalized for this event and the treatment provided to the patient was unknown. At the time of this report, the outcome of the unspecified event was unknown. Pd therapy was ongoing at the time of the event. Additional information was requested but is not available.